Event description:
The patient called animas on february 23 reporting that the pump dispensed insulin during the load step. The patient reportedly believes he received 50 units of insulin on the evening of february 22 when priming while attached to the pump but could not remember the amount of insulin that was left in the pump. He says, the pump dispensed insulin on the load step when he was attached. He says that when he realized the pump was delivering insulin when loading the cartridge he disconnected the tubing from his infusion site and saw insulin coming out of the tubing. The patient said that at 2 am, he was very sick and weak and was not able to test his blood glucose. He had ½ cup of honey and drank milk. He did not test his blood glucose until february 23 before he went to work and states it was 150 mg/dl. This complaint is being reported, because the pump reportedly dispensed insulin during the load step. There is no evidence that the patient suffered a serious injury as his symptoms were not indicative of a serious injury and he was able to self-treat appropriately.

Manufacturer narrative:
Recall #: 2531779-03/24/2010/003-r. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 132/01/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no evidence of no cartridge detected warnings were observed in the pump's black box. A load step malfunction was duplicated during the investigation. The pump's force sensor failed a calibration check. The force sensor was removed and the resistance value was found to be out of specifications. Contamination was found on the force sensor plate.